Manufacturer narrative:
A ge service representative performed an onsite investigation. The loose connection was repaired and the dc voltage was increased. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the system displayed a communication error message on the doghouse and locked up. This was caused by a loose connection on the power supply which dropped the dc voltage from 5.0 to 4.5. No patient injury was reported.